Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11154r09, implanted: (B)(6) 2002, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal gablofen (concentration 2000mcg/ml; dose 311.3mcg/day) via an implantable infusion pump. Patient history included intractable spasticity. The patient also had a history of autonomic storming. The patient was hospitalized from (B)(6) 2015 due to a fungal infection of the gastrointestinal (gi) tract. The patient had a computed tomography (CT) scan on (B)(6) 2015 for the infection. There was no device malfunction alleged. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.